Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h2: device evaluation: block h11: investigation results: the complaint device was not returned, and the product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. There is not enough evidence to determine whether the issue was induced due to the technique of the physician during the procedure or were related to a device malfunction. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a special treatment performed by enteroscopy on (B)(6) 2026. It was reported that during the procedure, when the fourth band was deployed, there was a click sound when rotating the handle, but the band did not deploy. After taking out the device, it was found that the fourth and the fifth band had been entangled. There was no difficulty setting up the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event.